Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 4.1, 3.8, and 1.9 inr. The corresponding lab result reported was 2.2, 2.5, and 1.3 inr.